Manufacturer narrative:
The pump passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 37 or pump error 63 alarms noted during testing however, pump error 63 alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. The motor was tested outside of the device and passed.

Event description:
Customer reported via phone call that insulin pump alarmed as hardware low level failures. The blood glucose of the customer was 120 mg/dl. Self test was performed and it was passed. Customer was able to successfully clear the alarm and complete insulin pump rewind also. Customer was advised to discontinue use of insulin pump and refer to back up plan per health care professional instructions. Troubleshooting was performed but issue was not resolved. The insulin pump will be returned for analysis.